Event description:
Pt contacted our firm by email to report corneal ulcer but has not responded to requests for info. Called referring physician and received medical info. Referral physician has not responded to request for info. Pt seen in 2008 and fit for aofa lenses. Pt has not worn cl's for several years. Fit was good and pt was comfortable. On the following month, pt presented with pain and redness. Exam revealed central corneal defect. Initially the optometrist was unsure if defect was abrasion, or herpetic erosion vs. Ulcer. Treatment was started with iquix q1h. On the next day, the pt returned for follow up and was no better, possibly worse. The pt was referred to a corneal specialist. Report from the ophthalmologist received by the optometrist states the pt presented with red eye, pain and photophobia. Va uncorrected od 20/40, os 20/200 ph os 20/50. 2-3+ conjunctival injection. Dx central corneal ulcer. A/c od deep and quiet, os 2+ cells and flare. Cornea was debrided, rx cyclogyl, decreased iquix frequency. If additional info is received, will report within 30 days of receipt. MDR reportable events are reviewed in quarterly management review meetings.